Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "check for empty tubing or reservoir". The tubing between the medication bag and pump appears empty, but there was fluid remaining in the bag. The tubing between the medication bag and pump was tapped to break up noted air bubbles. Trouble shooting was performed but the alarm persisted. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.